Event description:
It was reported that the ilet¿s top screen area was cracked, rendering the device unresponsive and necessitating a switch to backup therapy. Symptoms included no patient symptoms reported. Outcomes included no clinical impact reported and no medical intervention. Investigation included a device replacement shipment with return requested for evaluation. Investigation of this case revealed physical damage to the display consistent with a cracked or delaminated screen and inability to operate the user interface. It was concluded that the device experienced a hardware failure due to a damaged screen, resulting in loss of device usability without associated adverse health effects.